Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to refractive surprise. The patient was unable to adapt to the lens. A non-johnson & johnson lens of 15.0 diopter was used as a replacement. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 18, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a non-johnson & johnson lens case. No additional materials were received.visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues "explant and unexpected postop refraction" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.